Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio: 4.7, inratio: 5.3. Time elapsed between each method of testing is two minutes. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Customer was milking the finger. Per product user guide, precautions and warnings, "do not use respective pressure to collect the sample." Squeezing the fingerstick site excessively (milking) releases interstitial fluid. Inratio precision data provided by end-user lot: date: (B)(6) 2012, inratio: 4.7, inratio: 5.3, mean: 5.0, %cv: 8.49. Since %cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. In-house therapeutic donor testing has been performed on reported lot #275622. Results as follows: donor 220: inratio: 3.9, inratio: 4.0, inratio: 3.9, reference: 3.29, %cv: 3.29; donor 215: 1.6, 1.6, 1.6, 1.51, 0.00. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. A precision criterion has been met. No further investigation is necessary. Analysis of the client's data from repeat inratio tests, revealed that the test result comparison met precision criteria. Customer's results are not considered outside the expected variance between test results. Product was not expected to be returned, so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. (B)(4). No corrective action required at this time as no product deficiency was established.